Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve appeared to be constrained and moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed and st segment elevation was noted. The right coronary artery (rca) was noted to be occluded. The valve depth was -2 at the non-coronary cusp (ncc) and 4 mm at the left coronary cusp (lcc). Attempts to revascularize the rca were unsuccessful. The valve was snared and pulled back to the ascending aorta. Blood flow was restored to the rca. A second transcatheter bioprosthetic valve was implanted at a depth of 6 mm but the rca occluded again. Attempts to revascularize the rca were unsuccessful. Bypass surgery using a vein graft was successfully performed for revascularization of the rca. Per the physician it was suspected that the native leaflet of the valve caused the occlusion in the rca. No additional adverse patient effects were reported.